Event description:
The medwatch states: pa was using an endoscopic vein harvesting system to harvest the right saphenous vein conduit. It was noted by him that the bipolar cautery was activated and cauterizing tissue without activating the bipolar cautery by means of the foot pedal. It was noted by the pa and rn in the room as well that the light was lit on the generator. Rn immediately shut the (B)(4) machine off and it would not reset the settings. Dashes displayed on coagulation/cauterization settings on the (B)(4) machine once machine was turned back on. The (B)(4) machine was removed from service and taken to biomedical engineering.

Manufacturer narrative:
(B)(4). To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.